Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The malfunction was found to be with the executive processor board. The board was replaced, and the iabp is now in working condition. They then performed functional and safety checks to meet factory specifications. The iabp was returned to the customer and clear for clinical use.

Event description:
It was reported that during a routine check done by the customer, the cardiosave intra-aortic balloon pump (iabp) was giving a long beep sound when it was in off mode. There was no patient involvement, and no adverse event reported.